Event description:
Today, at the time of endoscopic procedure to adjust the volume of the spatz intragastric balloon, there was a sign of a tiny perforation hole with extravasation of methylene blue, signaling that the balloon was perforated. Incident details: the endoscopic procedure was carried out on (B)(6)2024 with the placement of an intragastric balloon with 600 ml of sf with methylene blue in the patient mfcm and there were no complications. On (B)(6), a new endoscopic procedure was performed with volume adjustment, adding another 100ml. Therefore, leaving 700ml. Now in the month of october, the patient reported an increase in appetite and a feeling of an empty stomach. I recommended a new eda and carried it out on (B)(6)2024, to evaluate the balloon and stomach and new volume adjustment. With the intragastric endoscope, I identified and visualized the balloon with reduced volume and there was a lot of food residue with methylene blue in the stomach, even stuck to the balloon. The procedure involved a risk of broncho aspiration, and I had to speed everything up because I didn't remember it and it wasn't possible to record it on video or photo. I opted to remove the balloon as it had a tiny puncture hole.

Manufacturer narrative:
To date, spatz fgia inc. Has not received the product for evaluation, therefore no analysis or testing has been done. A review of the device labeling notes the following: each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed to report to physicians immediately regarding any and all change of symptoms. Symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur should be reviewed with patient, and patients should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients reporting loss of satiety, increased hunger and/or weight gain should be examined radiographically and/or endoscopically, as this is indicative of a balloon deflation. It is necessary to replace a balloon which has spontaneously deflated. Complications- possible complications of the use of the spatz3 adjustable balloon system include: balloon deflation and subsequent replacement.